Manufacturer narrative:
Based on the information provided, the complaint cannot be confirmed. The device could not be evaluated as it was reported not available. (B)(4).

Event description:
It was reported from (B)(6) that during the embolization treatment of an aneurysm, the coil was reported to have stretched during positioning. An attempt was made to remove the coil with endovascular snare successfully. No patient harm or injury was reported.